Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received. (B)(4).

Event description:
According to the reporter, the adapter is not working. Once the reload is attached, the jaws will not open. It was tried with three different handles. It was not used on any patient. There was no injury, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, nothing fell into cavity, no reinforcement material used.